Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 598mg/dl. The customer had symptoms such as vomiting and nausea and treated with a bolus. Customer indicated that their doctor has been contacted. Troubleshooting was performed and found that the site is changed every 2 to 3 days. Customer reported that the high blood glucose levels began during thanksgiving. The customer indicated that they do not keep their insulin at room temperature and customer was advised to keep it at room temperature. Customer was advised to monitor the pump and follow up with their doctor regarding their high blood glucose.